Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain and elevated metal ion levels. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections were corrected as the previously reported event date, implant date, and explant dates were incorrect.